Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device not available.

Event description:
It was reported that the im nail loosened and caused infection that led to a nonunion of the ankle fusion site. It required removal of the im nail with bone biopsies and placement of antibiotic cement nail with IV antibiotics followed by revision of ankle fusion with external fixator.